Manufacturer narrative:
Additional information: h3 - yes, investigation. H6 - codes updated. Investigation results: the rotation axis has fractured. Above the taper, directly below the screw thread. The taper of the rotation axis shows little visible material wear marks on the surface. The rotation axis locking nut (nr860k) is still fixed on the thread broken part of the axis). The breakage surface of the proximal part of the axis as well as the breakage surface of the larger distal fragment exhibit signs of so-called arrest lines which are typical for a dynamic fatigue fracture. The fracture surfaces exhibit no material defects like foreign particles inclusions or blow holes. Unfortunately, the hinge ring is not available for investigation. Therefore, it cannot be determined if hyperextension was present. The gliding surface of the meniscal component is divided into two parts (possibly due to the explanation procedure. Furthermore, there are visible wear marks and delamination. The tibial component shows bone cement residues over the whole intended area. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: on the basis of the current information, without more detailed information about the patient and the prevailing circumstances a clear conclusion cannot be drawn. The provided x-ray figures give also no clear hints regarding the root cause of the breakage. There are no hints for a material or manufacturing problem. The fracture surface exhibits no material defects like foreign particles inclusions or blow holes. Based upon the investigation results, a CAPA is not required.

Event description:
Involved components: (aesculap ag reference no. (B)(4)) nb012k/ enduro tibial comp.offset cemented t2. (Aesculap ag reference no. (B)(4)) nr177k/ tibia offset stem d17x92mm cementless. (Aesculap ag reference no. (B)(4)) nb018k/ enduro femoral component cemented f2r.

Event description:
It was reported that there was an issue with nr880m - enduro meniscal component f2 10mm. According to the complaint description, the revision surgery was performed on 31jul2024. Fracture of the rotational axis coupling had occurred eleven (11) years postoperatively. The patient had complained of rotational movement with pain prior to the revision. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no.(B)(4). Involved components: (aesculap ag reference no. (B)(4)/ enduro tibial comp.offset cemented t2 (aesculap ag reference no. (B)(4)/ tibia offset stem d17x92mm cementless (aesculap ag reference no.(B)(4)/ enduro femoral component cemented f2r.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information/investigation results will be provided in a supplemental report.